Event description:
It was reported that pump generated recurring cartridge alarm 30 that did not occur during cartridge loading and prevented resumption of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guided technique, but alarm recurred, so customer switched to multiple daily injections for insulin therapy while technical support arranged shipment of replacement pump, provided instructions for storage mode, transfer of pump settings and cgm connection, and requested return of problematic pump using prepaid label.